Event description:
It was reported that the patient had inappropriate shocks post implant due to oversensing of noise via air bubbles. There was one shock the night of implant and one shock the next day. The electrograms had railing noise. An x-ray confirmed there was air in the device pocket. The local representative has checked the device again with impedance checks and everything is okay. There were no additional adverse patient effects. The system remains implanted.